Event description:
Underdelivery of medication and clotting of access line reported. The pt was to receive an unspecified concentration of zosyn at 75ml over 1 hour every 8 hours with a 1ml/hr kvo. The pt awoke in the morning and at that time observed that only approximately 50ml of the 230ml bag had infused. Pt's PICC line had clotted off. Pt lives 45 minutes from hospital, but travelled there where his PICC line was de-clotted successfully. Pt returned home and the infusion continued without problems. No indication of exacerbation of infection or other problem was reported due to missed zosyn doses.